Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024 which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, lists adverse events, including other neurological event (not stroke-related), which may be associated with the use of heartmate 3 lvas. It also addresses pump parameters, including pump flow and pulsatility index. Section 4 of the IFU, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, also lists neurological dysfunction as a potential late postimplant complication. Section 5 of the patient handbook, and section 7 of the IFU, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found to have left sided weakness and was unable to follow commands during attempts to work towards extubation. This prompted an urgent head computed tomography (CT) scan with no acute intracranial process but there was potential for small vessel stroke per the neurology team. The patient was initiated on a heparin infusion for anticoagulation and no plans for surgical intervention at the time. The patient remained intubated and sedated. Log files were submitted for review and captured low flow estimates and sustained low flow hazard events when calculated pulsatility index (pi) was elevated. The patient did not have any confirmation of cerebrovascular accident (cva) and since extubation, the patient's mental status had returned to normal, and their left sided weakness had resolved. The weakness was presumed to be the result of aggravation of an old brachial plexus injury. The patient was now progressing well post operation.